Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 428mg/dl by the time paramedics arrived to her home. The customer stated that she has kidney pain, fever, and was also shaking. The customer stated that she wears the infusion set for four days, and one time, she worn the infusion set for two weeks. Advised the customer to change the infusion set every two to three days. The customer stated that she forgot to reconnect the insulin pump after taking a shower and her blood glucose raised. No further info was provided.